Manufacturer narrative:
It was reported the feeding bag cracked and pieces got stuck in the gtt, which stopped medication and feedings. According to the customer, this was a female metabolic patient and the pieces had to be removed with kelly clamps. Reportedly, the incident was considered major harm to the patient, as they had to stop all medication and feedings. The customer stated a gi specialist had to come to evaluate tube replacement before the feedings and medications could be reinstated with the patient. No additional information is available. Due to the reported event and medical intervention to stop all medication and feedings, this is a MDR reportable event. The root cause could not be identified at this time. If additional information becomes available, this report will be re-opened re-evaluated.

Event description:
It was reported the feeding bag crack and pieces got stuck in the gtt, which stopped medication and feedings.